Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events occurring beforehand and multiple prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.